Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Note: events reported in 2210968-2021-00921, 2210968-2021-00917, 2210968-2021-00919, 2210968-2021-00920. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during unknown procedures on (B)(6) 2021 that the suture broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 medical device problem code: a0413. Additional h6 component code: g07002 ¿ device not returning. A manufacturing record evaluation was performed for the finished device batch qlbcck, epm870256 and no non-conformances were identified. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: customer threw the device away and is not available for analysis. The suture was separating from the needle at the swag. Note: events reported via mw# 2210968-2021-00917, 2210968-2021-00918, 2210968-2021-00919, 2210968-2021-00920, 2210968-2021-00921.